Event description:
Reporter indicated that communication with the patient's generator could not be established. Generator end of service is suspected, however, there is an allegation that the generator reached end of service prematurely. Patient will have revision surgery.